Event description:
Information was received indicating that during use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted on the pump. No patient consequences were reported. No adverse effects were reported.